Manufacturer narrative:
Follow-up # 1, date of submission 06/23/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/25/2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
Manufacture date: 3/9/2009. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.